Manufacturer narrative:
Corrected data: d9, g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that a patient was revised to address two yukon set screws that migrated post-operatively. During the revision surgery, the two migrated set screws, two yukon contoured rods, and two additional yukon set screws were reported to have signs of metallosis around them. The devices were explanted. This report is for the second of the two yukon contoured rods.

Event description:
It was reported that a patient was revised to address two yukon set screws that migrated post-operatively. During the revision surgery, the two migrated set screws, two yukon contoured rods, and two additional yukon set screws were reported to have signs of metallosis around them. The devices were explanted. This report is for the second of the two yukon contoured rods.